Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned in 3 segments. There were set screw marks noted on all terminal connectors. The clinical observations could not be confirmed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and loss of capture (loc) for approximately 2 seconds of asystole. The patient was seen again one month later, and there was no longer any noise or pacing inhibition. The lead remains implanted with no intervention planned at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was returned and is undergoing analysis at this time.